Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had an infection, and it is unknown the location of the infection. Surgical intervention took place where the entire system was explanted to address the issue. It is unknown if the infection has resolved, and the manufacture representative will not be receiving further update regarding the status of the infection.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.